Manufacturer narrative:
Additional information: the device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device had a low audio. The cause was identified to be a loose speaker. The rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported false air in line alarm which was not reproduced. A review of the event history log identified air in line alarms. The reported condition was verified. The cause was determined to be out of specification ultrasonic sensor readings. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed false air in line. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.